Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate measured data. The device was explanted and replaced on (B)(6) 2015. The patient's condition was stable post procedure.